Event description:
On (B)(6) 2012, customer reported that the dxc 600 pro generated false low sodium (na) results on 2 patient samples. Results were not reported out of the lab. When the issue was noticed, the instrument was recalibrated and the samples rerun. The higher rerun results were reported. Patient treatment and/or diagnosis was not affected by the erroneous results. Customer stated that quality control (qc) prior to and after the event was within lab-established ranges. Review of the data showed that the customer's ranges are wide and qc prior to the event was lower than normal, but not to the same degree as the patient results. Field service engineer (fse) inspected the instrument and found that the flowcell needed cleaning. Fse removed and cleaned the flowcell. Fse replaced the carbon bridge, ion selective electrode (ise) tubing and the potassium and chloride electrodes. This resolved the issue. Fse verified instrument performance and no further problems were reported.

Manufacturer narrative:
Evaluation , results: fse removed and cleaned the flowcell. Fse replaced the carbon bridge, ion selective electrode (ise) tubing and the potassium and chloride electrodes.